Manufacturer narrative:
A ge rep evaluated the system and replaced the low voltage power supplies in the workstation as a precaution. System operates as intended. The ge rep could not reproduce the reported problem.

Event description:
The customer reported the system would not save images, some images were missing, and some buttons were not working. No pt injury was reported.